Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump power spikes and a slight elevation in lactate dehydrogenase levels after being treated for epistaxis with octreotide. The patient had been readmitted on (B)(6) 2015 with a severe nose bleed and was noted to be pale and weak. The patient¿s hemoglobin went from 9.7 g/dl to 6.5 g/dl and the international normalized ratio (inr) was 13.0. Pump speed was reduced from 9800 rpm to 9400 rpm. The treatment plan was to initiate an octreotide drip, transfuse 3 units of packed red blood cells, and initiate a lasix IV drip. On (B)(6) 2015, bleeding was corrected with vitamin k. The patient¿s inr was 1.7. Heparin was started for intermittent power spikes (up to 12 watts), which subsequently went back to the 6 watt range upon heparin treatment. The patient¿s lactate dehydrogenase (ldh) levels prior to the power spikes was in the 400 u/l range, up from the 390 u/l range. The implanting center is treating the ldh, continuing the heparin drip, and following antifactor-xa levels. A log file submitted to the manufacturer for review contained pulsatility index events and power elevations. The manufacturer¿s clinical and technical services representatives noted that the power spikes were mostly associated with power cable disconnects and pi events. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis; however, thoratecs heartmate ii lvas instructions for use lists bleeding and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.